Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the pericardial effusion. It was reported that one mitraclip was successfully implanted, reducing grade 2-3 functional mitral regurgitation (mr) to grade 1. One hour after the procedure, a pericardial effusion was observed. The effusion was immediately treated with pericardiocentesis. The patient remained in stable condition. It was unclear at what point the pericardial effusion occurred and the cause of the effusion. No additional information was provided.